Event description:
It was reported that the patient presented to the hospital for a follow-up. Review of transmission revealed the right ventricular (rv) lead had high pacing lead impedance. The impedance alert was tripped on (B)(6) 2020 and has been high since. Also, it was observed that the rv lead had loss of capture. The physician capped and replaced the rv lead on 8 oct 2021. The patient was in stable condition.